Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Evaluation summary: leaflet 3 had two perforations; one near commissure 3 which measured approximately 2mm x 1.5mm(a), and one on the cusp region near the free margin which measured approximately 4mm x 3mm(c). Leaflet 3 also had a non-transmural damage near commissure 3 which measured approximately 1mm in diameter(b). Serrated markings were observed on leaflet 2 near commissure 2. A liner non-transmural damage of 1.5mm was observed on the outflow aspect of leaflet 2 near the coaptation region. One suture was left on the sewing ring near leaflet 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 at the inflow aspect. X-ray demonstrated slight wireform distortion around leaflets 2 and 3. The wireform was exposed near all three leaflets at the outflow aspect and on commissures 2 and 3. Additional manufacturer narrative: customer report of large perforation was confirmed. Report of regurgitation was visually confirmed due to perforations. The perforations and leaflet damage were beveled at the outflow aspect and had similar characteristics to those caused by suture tail abrasion. Based on the available information, the root cause cannot be conclusively determined. However, surgical technique and patient factors may have contributed to the event. A supplemental report will be submitted upon device history record (DHR) review completion.

Event description:
It was reported that a model 21mm pericardial aortic valve was explanted after an implant duration of 5 years, 6 months due to severe regurgitation. The explanted device was replaced with a 19mm pericardial valve. Intraoperatively the valve was inspected and found to have a large perforation of about 7mm in the non-coronary leaflet. The patient was transferred to intensive care unit in stable condition and was noted to be doing well postoperatively.